Event description:
Reported stated that blood glucose values obtained on the aviva system were up to 5.0 mmol/l greater than values obtained on a lab instrument. No actual values obtained on either device were provided. Additionally, the time between sample collections was not provided. No adverse event was reported. Quality control testing was reportedly performed on the aviva system and values were within acceptable ranges. The manufacturer requested the return of the suspect product for evaluation.